Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure as the device used in: laparoscopic appendectomy. When the device would not fire completely was any portion of the target tissue stapled or cut - 1/2. Yes we opened a new device. If yes - were the staple line and cut line approximately equal in length - yes. The analysis showed that an ats45 device was received with no cartridge reload present. Additionally it was noted to have insufficient anvil crimp. After further inspection, the firing mechanism was noted to be damaged. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire completely, almost like it was jammed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.